Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse identified that the sample probe was wet with water. Upon further investigation a lack of sealing weld was identified between the probe tip and shaft. This probe failure mode could lead to over dilution of samples due to leaking potential of the probe. Replacement of the part resolved the issue. The patient identifier for this report is (B)(4).

Event description:
The customer reported that sample probes were leaking on instrument beckman coulter au5800 clinical chemistry analyzer, serial number (B)(4). The customer stated that intermittently they would have a low result and would repeat normally. The customer did not provide any results. It is unknown if erroneous results were generated due to possible over-dilution of samples.